Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the ultrasound gastrovideoscope exhibited a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions besides the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.